Event description:
It was reported there was pocket erosion. It was further reported the lead was exposed. The lead was removed. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4). Concomitant products: (B)(4) implantable cardioverter defibrillator (ICD) implanted: 2012 (B)(6); 4574 implantable pacing lead implanted: 2008 (B)(6); 6947m implantable tachy lead implanted: 2012 (B)(6).